Event description:
Case description: investigation result: name: novopen 4, batch number: aug1525 visual examination and functional testing were performed. It was observed that dirty on dose selector, cartridge holder, cap tube, piston washer and lower part of rotary lock module.it was observed that both sides snap of cartridge holder crack and difficult to lock on pen body. Piston rod can move and return smoothly.dose selector can set dose and press to the bottom smoothly.due to cartridge holder situation, the random cartridge test can't be performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.the cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Name: novolin 30r penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following. Investigation results updated device tab: is non-reportable field updated to no, device available for evaluation and returned to manufacturer on updated EU/ca tab: final report check box ticked and expected date of follow up was removed device addendum tab : annex b c d g codes updated narrative updated accordingly final manufacturer comment: 24-oct-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Upon preliminary investigation, dirty on dose selector, cartridge holder, cap tube, piston washer and lower part of rotary lock module noted. It is observed that both sides snap of cartridge holder crack and can't lock on pen body. The fault is caused by accidental damage during use of the device. If the user does not detect the fault on the cartridge holder there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemic related events. H3 continued: evaluation summary name: novopen 4, batch number: aug1525 visual examination and functional testing were performed. It was observed that dirty on dose selector, cartridge holder, cap tube, piston washer and lower part of rotary lock module.it was observed that both sides snap of cartridge holder crack and difficult to lock on pen body. Piston rod can move and return smoothly.dose selector can set dose and press to the bottom smoothly.due to cartridge holder situation, the random cartridge test can't be performed. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.the cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Event [preferred term] (related symptoms if any separated by commas) elevated blood sugar levels [blood glucose increased], there was no resistance during injection [device delivery system issue], possible malfunction of novopen 4 [device malfunction], no insulin had been dispensed over the past two days [device failure], storing the medication with the needle still attached [product storage error. Case description: this serious spontaneous case from china was reported by a consumer as "elevated blood sugar levels(sugar blood level increased)" with an unspecified onset date, "there was no resistance during injection(device delivery system pressure issue)" with an unspecified onset date, "possible malfunction of novopen 4(device malfunction)" with an unspecified onset date, "no insulin had been dispensed over the past two days(device failure)" with an unspecified onset date, "storing the medication with the needle still attached(device stored with needle attached)" with an unspecified onset date, and concerned a 73 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novolin 30r penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: 16-18 iu per injection, twice a day) from unknown start date for "type 2 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (dose: 16-18u per day, three times a day, with the dosage still being adjusted) from 2025 for "type 2 diabetes mellitus", patient's height: 165 cm , patient's weight: 74 kg, patient's bmi: 27.18089990. Dosage regimens: novopen 4: novolin 30r penfill: novorapid penfill: ??-???-2025 to not reported. Current condition: type 2 diabetes mellitus (diagnosed for 24 years). On an unknown date, patient reported an issue with novopen 4, stating that there was no resistance during injection. Patient also stated that due to the possible malfunction of novopen 4, no insulin had been dispensed over the past two days, leading to elevated blood sugar levels. Additionally, the customer noted being recently discharged from the hospital after adjusting blood sugar levels. On an unknown date, the customer mentioned storing the medication with the needle still attached batch numbers: novopen 4: aug1525 , novolin 30r penfill: requested, novorapid penfill: requested. Action taken to novopen 4 was not reported. Action taken to novolin 30r penfill was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "elevated blood sugar levels (sugar blood level increased)" was not reported. The outcome for the event "there was no resistance during injection (device delivery system pressure issue)" was not reported. The outcome for the event "possible malfunction of novopen 4(device malfunction)" was not reported. The outcome for the event "no insulin had been dispensed over the past two days (device failure)" was not reported. The outcome for the event "storing the medication with the needle still attached (device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - elevated blood sugar levels (sugar blood level increased) : probable there was no resistance during injection(device delivery system pressure issue) : unknown possible malfunction of novopen 4(device malfunction) : unknown no insulin had been dispensed over the past two days(device failure) : unknown storing the medication with the needle still attached(device stored with needle attached) : unknown. Company's causality (novopen 4) - elevated blood sugar levels(sugar blood level increased) : possible there was no resistance during injection(device delivery system pressure issue) : possible . Possible malfunction of novopen 4(device malfunction) : possible no insulin had been dispensed over the past two days(device failure) : possible storing the medication with the needle still attached(device stored with needle attached) : possible. Reporter's causality (novolin 30r penfill) - elevated blood sugar levels(sugar blood level increased) : unknown there was no resistance during injection(device delivery system pressure issue) : unknown possible malfunction of novopen 4(device malfunction) : unknown . No insulin had been dispensed over the past two days(device failure) : unknown . Storing the medication with the needle still attached(device stored with needle attached) : unknown. Company's causality (novolin 30r penfill) - . Elevated blood sugar levels(sugar blood level increased) : possible there was no resistance during injection(device delivery system pressure issue) : possible . Possible malfunction of novopen 4(device malfunction) : possible no insulin had been dispensed over the past two days(device failure) : possible storing the medication with the needle still attached(device stored with needle attached) : possible. Reporter's causality (novorapid penfill) - elevated blood sugar levels(sugar blood level increased) : unknown there was no resistance during injection(device delivery system pressure issue) : unknown . Possible malfunction of novopen 4(device malfunction) : unknown no insulin had been dispensed over the past two days(device failure) : unknown storing the medication with the needle still attached(device stored with needle attached) : unknown. Company's causality (novorapid penfill) - elevated blood sugar levels(sugar blood level increased) : possible there was no resistance during injection(device delivery system pressure issue) : possible . Possible malfunction of novopen 4(device malfunction) : possible no insulin had been dispensed over the past two days(device failure) : possible storing the medication with the needle still attached(device stored with needle attached) : possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 09-sep-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Investigations are ongoing